Manufacturer narrative:
Device 4 of 10. A2: age at the time of event - 62 years. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that the company¿s known wafers were difficult to use and an inferior quality caused a red skin condition. The consumer mentioned that there was something wrong with the wafers. He stated that although the box stated that the company¿s known wafer, however the starter hole was smaller than what he was used to, and it was hard to mold the material. He felt that because it was hard to mold the material and it caused a red skin condition around his stoma. He denied leakage of stool under the wafer. The stoma size of the consumer was 22mm. The duration of use was two to three days. The consumer stated that he used the moldable product correctly and company¿s customer care team reviewed the moldable process. No photo was available at this time.